Event description:
This pt was having an elective placement of this venous catheter. After having several unsuccessful attmepts at cannulation of the left subclavian vein, the right subclavian vein was entered on the first stick. This is followed by the introducer and then the catheter. Upon removing the introducer from around the catheter, it was felt that the sheath on the introducer caught on one part of the catheter and caused a tear in the innominate vein. The pt's bp fell and she became bradycardiac. She had an immediate open heart bypass and repair of the vessel. She died later that evening. The death of this pt was recently reveiwed by our regular quality review board. At the time of investigation there surfaced some concern that the introducer in the kit may have contributed to the incident. It must be noted that the pt had primary systemic amyloidosis which made her vascular system friable. This is the reason that this report is being submitted.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.